Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, the customer received a minimum fill notification after loading a cartridge with over 100 units of insulin. The customer's blood glucose (bg) level was 115 mg/dl. Reportedly, the customer successfully reloaded the cartridge after adding more insulin to the cartridge.